Event description:
On (B)(6) 2012, the pt reported that he thinks the insulin cartridges are defective and leaking in the infusion device. He stated that the issue has been going on for about one month and has been getting worse. The pt stated that the leak looks like it is coming from the bottom of the insulin cartridge and a large amount of insulin is getting into the infusion device. He does not see any visual damage to the insulin cartridges. He is concerned that the insulin in the infusion device will damage the device. The pt's infusion device, insulin cartridge, adaptor, and infusion set will be replaced. The pt will use his back-up infusion device until the replacement arrives. The pt stated that the leaking insulin causes elevated blood glucose levels as high as 600mg/dl. His normal range is 120-200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, infusion device, adapter, and infusion set have been requested to be returned for evaluation.